Event description:
The reporter stated surgeon inserted an aq2003v silicone three-piece lens but the lens cracked. There was patient contact but no injury. The reporter stated the lens cracked while it was being loaded into the cartridge.